Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the infection was not reported. It was reported that the patient passed away eleven days after hospitalization. The cause of death was due to an unrelated indication. The patient had not recovered from the peritonitis even prior to the time of death. On an unreported date, during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis prior to the time of death. It was unknown if an autopsy was performed. No additional information is available.